Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease. The totally occluded target lesion was located in minimal tortuous and severely calcified artery. A 3.0mm x 100mm x 150cm, otw coyote balloon catheter was advanced for dilatation. During first inflation at 8 atmospheres (atm) for approximately one minute, the balloon worked without issue. After the successful inflation, the balloon was moved to another area of the vessel and was inflated again. However, during second inflation at about 8 atm for about few seconds, the balloon ruptured. The device was removed without any fragments left from the patient, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported.